Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an inconsistency was noticed during the mixing of cement. Dose was discarded and another dose tried. Same results. The surgical team then changed lot codes, mixed cement with no inconsistencies noticed.